Event description:
Caller noted patient has history of twos but it improved when device was lv only pacing. Review of carelink data shows oversensing on the rv lead and more than 10,000 short v-v intervals. Discussed evidence highly suggestive of lead integrity issue and if oversensing worsens, it puts the patient at risk for a shock. Isometrics and bear down exercises did not increase noise on the lead but the oversensing was present while the patient was in clinic. Short v-v counts of over 10,000 that began to accumulate in (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).